Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that they had to reset the device to resolve the stimulation being off. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the therapy was turning off by itself. The patient¿s family member/friend called because they were trying to increase the patient¿s stimulation and couldn¿t. Patient services reviewed repositioning antenna and the caller was able to communicate with the ins and reported seeing the stimulation off icon. The caller asked what could have caused the stimulation to turn off; button use was reviewed and the caller said they didn¿t push the stimulation off button the last time they used the programmer. The caller stated ¿all of a sudden¿ the patient didn¿t feel stimulation and it was noted that the patient was feeling stimulation before they went on their trip. The call reiterated they didn¿t think they did anything with the programmer to turn stimulation off. It was specified that the patient recently flew. It was reviewed with the caller on how to turn stimulation on. There were no further complications reported/anticipated.